Event description:
Medtronic received information that prior to use of a bio-medicus life support cannula, it was reported the device was prepared for implantation; the customer inserted the introducer into the catheter and the connector of the catheter was torn in a star shape. The device was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that there was no damage to the packaging (outer box, inner packaging or sterile barrier). There were no other devices in the same box/shipping container that were damaged. This device was not used for ECMO or cardio-pulmonary bypass. The device was just in preparation for it. The device was being prepared for an ECMO procedure.

Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of damage/crack in the connector. The hemostasis cap was not returned. Reason for return was confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: after investigation the complaint is confirmed for a cracked cannula body connector. It is unknown what may have caused this occurrence, however, based on the available information and the photo provided, this complaint is potentially the result of a use-related issue. This damage to the cannula connector can occur when the introducer is inserted into the cannula body without the use of the hemostasis cap. The introducer handle can cause stretching, crazing, or cracking when it is forced into the connector. The issue is more likely to occur with the arterial cannulae models with a clear hemostasis cap that is attached to the introducer on the provided clear protective sheath. The photo provided shows that no hemostasis cap was used, and the introducer was placed directly into the cannula body connector and the hemostasis cap was not returned with the cannula for product analysis. Review of the device history record was not completed because there were no suspected manufacturing issues with the returned product. Complaints received for similar model numbers were reviewed and showed no trends warranting escalation related to this occurrence. There were no adverse patient effects as a result of this occurrence. Medtronic will continue to monitor for future occurrences and trends. Correction b5: this device was not used for extracorporeal membrane oxygenation (ECMO) or cardio-pulmonary bypass. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.